Event description:
It was reported that an atrial perforation occurred resulting in cardiac tamponade. During a watchman left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross connect laac kit and an amplatz guidewire were selected for use. There was a baseline effusion of roughly 4 mm noted. The patient was on xarelto. The physician used amplatz super stiff guidewire and noted some difficulty cannulating the inferior vena cava (ivc)/superior vena cava (svc), where the wire would deflect into sub-branches or go off path. The physician suspected that they may have perforated the right atrial appendage (raa). The transseptal puncture (tsp) was performed successfully with versacross radio frequency wire using the non boston scientific intracardiac echocardiography (ice) to a mid-mid to mid-slightly inferior. Then, the trusteer sheath was crossed the septum without difficulty. As the physician was going to insert the contrast sheath injection, the staff noted the patient blood pressure drop to 53 systolic. A repeat pressure cycled while the appendagogram was completed. It was noted on ice and the contrast injection how hyperdynamic the left atrial appendage (laa) was. Activated clotting time (act) at this time was 331. Repeat pressure was 83 systolic. The watchman flx pro device was being prepared. The physician asked for IV fluids wide open as he scanned for baseline effusion change. The baseline effusion had increased significantly roughly three times the original baseline and ice showed a decrease in cardiac contractility. The patient's mental status began to change and became unresponsive. An internal code was called. 60 mg of protamine ordered to reverse the heparin and 0.5 mg epinephrine was given. Cardiopulmonary resuscitation (CPR) was initiated as the pericardial tap was in progress, an approximate of 200 cc blood was withdrawn which was immediately re-instilled into the patient, so blood loss was minimal. Repeat blood pressure was 202/115. The patient became responsive as tap was successful which was verified by ice visualization. The procedure was aborted. The blood pressure was normalized to 128/73 and the patient was awake and talking however was admitted to intensive care overnight as a precaution. The patient was discharged home and doing well. The patient is on the schedule for an atrial fibrillation (a fib) rf/watchman implant in a month. In the physician opinion, the guidewire in the ivc appeared to get caught or deflect in sub branch assumed to be the right atrial appendage and suspected to be the cause for a perforation in the raa.